Event description:
It was reported that a patient experienced peritonitis with manifestations of bruising, abdominal pain, stomachache and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day they were diagnosed with peritonitis. The patient was treated with an unspecified antibiotic. On an unreported date, the pd solution (not specified) was discontinued and changed to a pd solution made in the philippines (not specified). The patient remained hospitalized and was not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.